Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for leaflet thickened was confirmed with other empirical evidence via information received by edwards. Available information suggests patient factors (anticoagulant regiment and/or underlying coagulopathy) could have contributed to the reported issue. However, no additional information has been provided and therefore a definitive root cause cannot be determined. This issue is not related to a device malfunction that is related to a manufacturing deficiency, labeling issue, or device related infection therefore a DHR is not required. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 52mm evoque procedure where 1 month after the procedure, patient was hospitalized due to decompensation with suspicion of dysfunction of evoque valve (mpg 12 mmhg) with elevated nt-probnp and cardiac hepatic syndrome. The patient was treated with IV diuretics, ascites puncture on (B)(6) 2025 and hyper-bilirubin anemia.